Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. The patient was re-implanted with a new vorp device. This is a final report.

Event description:
On (B)(6) 2017 the patient had a sudden hearing loss. The cause of this sudden loss in hearing is not known. When soft pressure was placed below the implant region it was possible for the patient to hear sometimes. The clinic has requested for further technical checks. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2017 the patient had a sudden hearing loss. The cause of this sudden loss in hearing is not known. When soft pressure was placed below the implant region it was possible for the patient to hear sometimes. Re-implantation is considered but not planned yet because of the temporary hearing loss (recovered but may not be stable).